Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the sensor session on the continuous glucose monitor (cgm) stopped and restarted on it's own. No medical intervention was reported. Additional event or patient information is not available.